Manufacturer narrative:
According to the information that was received, the ventilator generated a communication error during patient use. During investigation on-site by our field service engineer, the presence of liquid spill was found on the pneumatic back-plane and main back-plane printed circuit boards (pcb) of the ventilator and the pcb's were needed to be replaced with the new ones. After the replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The pcb's were not further investigated since ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction. There is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was.

Event description:
It was reported that the ventilator alarmed for a communication error during patient use. There was no patient harm. Manufacturer ref.#: (B)(4).